Event description:
A study on "insulin pump therapy in children with type 1 diabetes and malfunctions: observational prospective cohort study" by scaramuzza a., petitti a., ferrari m., radaelli s., comaschi v., zuccotti g.v. From diabetes technology and therapeutics 2015 17 suppl. 1 (a10) focused on frequency of insulin pump breakdowns or malfunctions, and the impact on metabolic control in children with type 1 diabetes. Subjects were asked for insulin pump malfunction or breakdown and infusion set problems and hba1c was analyzed every 3 months for each patient. Regarding malfunctions, only 12 patients (20.3%) didn't have any problem while 47 (79.7%) had at least one major or minor problem with pump (20.3%), infusion set (32.2%) or both (27.2%). Main malfunctions reported were damage, breakdown, keypad problems, blockage, and delivery failure. Interestingly, patients who had pump's malfunctions, experienced an increase in average hba1c.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event due to the limited scope of the study. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.